Manufacturer narrative:
(B)(4). It was not possible to ascertain specific device info from the article or to match the events reported with previously reported events. At this time, no add'l info was available, add'l info regarding pt, device, event and final outcome has been requested.

Event description:
Literature: ucar t, kazan s, turgut u, samanci nk. Outcomes of intrathecal baclofen (itb) therapy in spasticity. Turk neurosurg. Jan 2011;21(1):59-65. Summary: the authors evaluated the long term efficacy of chronic infusion of baclofen in 30 pts from 2000 to 2010 with both spinal and supraspinal spasticity. They evaluated spasticity, disability and pain and evaluated the side effects of intrathecal baclofen. All study subjects had diffuse chronic, severe, and generalized spasticity and had shown inadequate response to various oral antispastic drugs including baclofen. All pts were evaluated by means of the ashworth score, spasm frequency, barthel index, rankin scales and vas. Spasticity and spasm frequency and pain scores were clinically and statistically decreased in all pts. Reportable events: the authors reported a total of 5 cases of a broken or retracted catheter (16.6%), and one pt twice. The pts were re-operated because of the disconnection and migration of the catheter. Catheter retraction occurred during the removal of stylet after the puncture.